Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 533 mg/dl. Customer¿s current blood level was 515 mg/dl. Customer had blood glucose level of 220 to 225 mg/dl. Customer was treated with insulin pump. Customer declined troubleshoot for high blood glucose level. Insulin pump will not be returned for analysis.